Event description:
The customer reported the ventilator alarmed and shut down while in use on a pt. The customer reported there was no pt harm. The respironics service tech reported he was unable to duplicate the customer reported problem. During testing the service tech reported that the ventilator failed backup battery testing with a +24 volt power failure. The service tech replaced the power supply as a precaution. Extended self testing was completed and all tests passed per operating specifications.

Manufacturer narrative:
Na